Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence/urgency frequency . Patient stated that she has been staying bed since yesterday and has been using her pain medications. Patient also stated that when she voided before the procedure it would just flow, now it is like it is strained. The patient mentioned her lead became unplugged yesterday but, she was able to reattach it. The patient also stated when she was having her bandages changed the nurse started taking her lead out so, it may not be in the right place. There was no surgical intervention that occurred. No further patient complications are anticipated or expected as a result of this event.